Event description:
It was reported by provider that the right motor on the (B)(4) power chair is leaking grease. Provider was advised it leaked on the gym floor but he was not made aware of any property damage.